Manufacturer narrative:
(B)(4). Per discussion with the physician's office on (B)(6) 2011, the pt is fine. The device history records were reviewed, all required testing specifications were met prior to release, there were no abnormalities noted.

Event description:
On (B)(6) 2011, the pt was injected with three 1.5cc radiesse syringes in the cheeks and nlfs. On (B)(6) 2011, the patient was red, swollen and inflamed from the cheek to the eye. The treatment was pediboro (powder mixed in a liter of water used for cold compresses) a few times a day for one week. The pt was prescribed cipro 500mg two times per day for one week. The pt was also prescribed a medrol dose pack. Per discussion with the injecting physician, the right cheek was fine. The left cheek blew up. The pt was prescribed a z pack and went to the emergency room. The problem extended to the eye.